Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or nonapplicable.

Event description:
It was reported to rti surgical on (B)(6) 2020 that during a clinical study of the fortilink-c system, it was discovered that a patient had a c6 screw loosen post-operatively. The loosening was confirmed via x-ray on (B)(6) 2020. Index surgery was performed on (B)(6) 2019. There are no plans to revise at this time. This report will be updated should additional information become available at a later date.